Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown

Event description:
Patient reported left side "unable to sleep on front or side as breast was hard" and "capsulated." Ultrasound confirmed diagnosis of capsular contracture, baker grade unknown. Patient additionally reported having "fibromyalgia" and "depression;" these events are not related to the device. Device remains implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient representative later reported left side capsular contracture baker grade IV. The device has been explanted.